Manufacturer narrative:
The device has not been returned to the MFR, at this time for eval. A lot history review (lhr) of rewf0214 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that a PICC was placed and in situ for approx 3 months. It was noted on (B)(6) 2013, during routine use that the PICC has split. The PICC was aspirated and flushed without any issues and connected to the drugs. The PICC was split inside the vein resulting in extravasation injury to the patient. The device was removed and replaced.